Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The round, rotating part has broken off four brush heads [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while using an oral-b rechargeable toothbrush, version unknown the round, rotating part of the oral-b power oral care refills precision clean had broken off the long handle piece. The reporter stated the brush heads were purchased that weekend, and by the date of the report (monday, (B)(6) 2016) four brush heads had broken. No symptoms developed. On 24-may-2016 received follow-up: the consumer reported the toothbrush heads have a gray logo, and when scratched with a coin, nothing happens and the logo remains. No symptoms developed.